Event description:
Related to MFR report # 2183959-2012-01399. It was reported that, on or about (B)(6), 2009 an elevate anterior graft system was implanted to treat the plaintiff's pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the plaintiff's attorney that as a result of having the pelvic mesh product implanted the plaintiff has experienced significant mental and physical pain and suffering, severe and debilitating injuries, sustained permanent injury, have undergone medical treatment and will likely undergo further medical treatment and procedures, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.